Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5098027 / 5097559.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.